Event description:
The customer reported that on (B)(6) 2011 the access 2 immunoassay system generated sporadic ''no value" results for patients. Upon same-sample repeat testing, the instrument generated actual patient results. The number of patients involved in this incident is unknown. The "no value" results were not released from the laboratory and hence there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event. The customer indicated that there were "vacuum under limit" errors, which are indicative of a system leak, posted in the instrument event log. Beckman coulter inc. Customer technical services advised the customer to wear appropriate personal protective equipment, and they subsequently worked with the customer to assess the instrument. During this assessment, the customer identified that there was liquid leaking into the analyzer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed a performance assessment of the instrument and found the vacuum pump to be defective. The pump was replaced. The fse assessed the vacuum system and the instrument via a routine system check which generated acceptable results.